Event description:
It was reported that the patient experienced pain at the pocket site. Pocket revision was done to move the device submuscular on (B)(6) 2022. Patient was stable.

Event description:
New information notes that the patient found device uncomfortable and elected for removal. The implantable cardioverter defibrillator was explanted on (B)(6) 2023.

Manufacturer narrative:
The reported event of pain and discomfort could not be confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.